Manufacturer narrative:
Correction: section h imdrf annex a: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was present in meditech, but the medications were not crossing over to pyxis. A technical support specialist (tss) found that the orders had a processed time earlier than the admission's processed time. The tss confirmed that the hospital information technology (hit) team was aware and had resent the orders, after which the medications appeared correctly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es medications active order was not crossing over to pyxis. The customer had to remove medications on override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was present in meditech, but the medications were not crossing over to pyxis. A technical support specialist (tss) found that the orders had a processed time earlier than the admission's processed time. The tss confirmed that the hospital information technology (hit) team was aware and had resent the orders, after which the medications appeared correctly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es medications active order was not crossing over to pyxis. The customer had to remove medications on override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.